Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one presto inflation device was received for evaluation. During visual evaluation, the syringe was noted to be positioned at the 0 marker. No anomalies were noted to housing, tubing, handle or site gauge. During functional testing, water was used to fill the device. The presto inflation device was then connected to an in-house pressure gauge. An attempt to pressurize the presto device was unsuccessful due to the atm indicator not moving. Under microscopic observation, dried saline was noted to the clear plastic portion of device at pressure gauge threads. No other functional testing was performed. There were no specific device deficiencies alleged. However, the investigation is confirmed for the identified incorrect result or readings as an attempt to pressurize the presto was unsuccessful due to the atm indicator not moving. The dried saline within the plastic portion of device at pressure gauge thread is a possible cause of the identified incorrect result or readings. However, a definitive root cause for the identified incorrect result or readings could not be determined based upon the provided information. It is unknown whether patient and/or procedural issues contributed to the reported event. A definitive root cause for the reported detachment could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 10/2024).

Event description:
It was reported that during an angioplasty procedure, the device allegedly malfunctioned. The procedure was completed using another device. There was no reported patient injury.